Manufacturer narrative:
The 1845000 ((B)(4)): initial inspection of the indigo drill/handpiece indicates that the one-minute pre-repair temperature test results are as follows: 28.3 degrees c at t1 and 29.1 degrees c at t2. The service report indicates there was no malfunction of the device. The inside of the disassembled device was cleaned. The motor assembly, collet, and cable assembly were replaced for preventive measures. The device was tested to specifications. 1845010 ((B)(4)): initial inspection of the indigo straight attachment indicates that the one-minute pre-repair temperature test result was 27.8 degrees c. The service report indicates there was no malfunction. The inside of the disassembled device was cleaned. Some parts, including bearings, were replaced for preventive measures. The device was tested to specifications. The 1845020 ((B)(4)): initial inspection of the indigo angled attachment indicates that a one-minute pre-repair temperature test could not be performed. The service report indicates the reported malfunction could not be replicated. However, deterioration of the bearings were noted. The inside of the disassembled device was cleaned. Some parts, including bearings, were replaced for preventive measures. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products. 1845010 (attachment, indigo otol, straight): serial number -(B)(4); lot number ¿ 209661904; manufacture date ¿ june 29, 2015; (B)(4); 510k - k081475. 1845020 (attachment, indigo otol, angled); serial number - (B)(4); lot number ¿ 210461789; manufacture date ¿ december 5, 2015; (B)(4); 510k - k081475. The indigo handpiece, straight attachment, and angled attachment have not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tympanoplasty surgery the indigo handpiece/drill, angled attachment, and straight attachment overheated. Also, the angled attachment was connected to the handpiece and the bur could not be connected. There was no patient impact or injury.